Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Patient age and date of birth unknown / not provided. Patient weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Catalog and lot number unknown / not provided. UDI not available. PMA/510(k) number not available.

Event description:
Doctor reported that screw fractured inside the implant. It was imposible to remove the screw and implant was explanted.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. Product evaluation: one unknown biomet screw & one 3i tapered implant 4/3 x 11.5mm, xifnt411 was returned. Visual inspection via naked eye and camera magnification identified fractured screw in the implant. Implant had signs of use and wear. Damage at collar area and some external threads likely caused during removal process. Per: no pre-existing conditions noted on the complaint. Bone density type: type ii. The reported device was located on tooth site 24 (fdi). Picture/x-rays: no pictures or x-ray images were provided. Review of appropriate documentation: instructions for use: biomet 3i dental implant IFU (p-iis086gi) rev j - 2022/04/08 instructions for use: biomet 3i restorative products IFU (p-iis086gr) rev f ¿ october 2019 information identified: 'contraindications', 'warnings', 'precautions', 'breakage', 'general considerations' and 'adverse effects' per IFU: fracture may occur when abutment is loaded beyond its functional capability. DHR review: DHR review could not be performed for the unknown biomet screw or xifnt411 since the lot numbers were unknown. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review: complaint history review could not be performed for the unknown biomet screw since the item/lot numbers were not available. Complaint history review by item number was performed for the xifnt411 for similar event (complaint category keywords: fracture screw) and revealed no existing non-conformances /CAPA/hhe/d/ie/product holds for the reported product. Post market trend review: july post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and device (unk.biomet screw/xifnt4311). Malf/event: based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.